Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed at 19.5 cm from the is-1 terminal pin. Only the proximal segment was returned. Setscrew marks were noted on all thermal connectors. Resistance and hipot testing were then completed to assess the lead's electrical performance and high voltage insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the reported clinical observations through testing on returned lead segment.

Event description:
Boston scientific received information that the patient presented to the emergency room in normal sinus rhythm after feeling symptoms of light-headedness and receiving a shock from their implantable cardioverter defibrillator (ICD). Upon interrogation, the device displayed two fault codes indicating a short circuit that was encountered while the device was attempting to deliver a shock. The device delivered a shock initially, but subsequent shocks were inhibited due to the charge times exceeding limits. The device could not be interrogated further. Boston scientific technical services (ts) was contacted and recommended replacing both the device and right ventricular (rv) defibrillation lead as both products could have been implicated and the device at this point would not be able to provide pacing or shock therapy. The device and rv lead were subsequently explanted and replaced with competitor products. The field representative was not permitted to see or interrogate the device upon arriving at the hospital so he was unable to obtain any further data. The device will not be returned as the patient retained the device post-explant. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.